Manufacturer narrative:
(B)(4). D10: medical product: femur cemented cruciate retaining (cr) standard left size 11: catalog# 42502607001, lot# 66735127; tibia cemented 5 degree stemmed left size g: catalog# 42532007901, lot# 66876041; stem extension tapered cemented 14 mm diameter +30 mm length: catalog# 42557000114, lot# 67006429; all-poly patella cemented 38 mm diameter: catalog# 42540200038, lot# 66826507 g2: foreign: australia. The product will not be returned for evaluation per hospital policy. The investigation is in progress. Upon completion of the investigation, a follow up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately seven (7) months post-implantation, the patient underwent revision surgery due to a loss of range of motion. Due diligence is in progress for this event; all available information to date has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.